Event description:
A stryker loaner core impaction drill was sent in for repair due to overheating and smoking during a procedure. There was no pt injury; the procedure was completed with another drill without any procedure delay.

Manufacturer narrative:
Quality investigation revealed a broken rotor and corrosion damage to the motor housing and the motor cartridge. The corroded motor cartridge was identified as the primary cause of the failure. The parts were replaced and the device was repaired.